Manufacturer narrative:
Manufacture rec'd summons alleging a user chair had unintended movement resulting in a consumer to fall down fire escape stairs. The consumer reportedly sustained unspecified injuries resulting in her death. No details of event have been provided. No serial number has been provided. Malfunction is not confirmed. MFR is attempting to obtain add'l info. MDR filed on alleged death.

Event description:
The power chair allegedly experienced unintended movement when the consumer released the joystick, causing the consumer to fall down the fire escape stairs and sustain injuries resulting in her death.